Event description:
The customer reported that while the iabp was in use on a pt, the iabp cs300 stopped inflating the iab. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: unable to duplicate complaint. Tested with balloon and trainer, verified unit functions to factory specifications. Performed functional test. Verified unit calibrated to factory specifications. Safety inspected. Unit in service. (B)(4).